Manufacturer narrative:
Reference code nx058z. Device name as vega ps tibial plateau cemented t4+. Serial number n/a. Batch number 51924949. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2013-03-19. Reference code nx034z. Device name as vega ps femoral comp. Cemented f6r. Serial number n/a. Batch number 52027658. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2014-04-23. Ref. Code device name batch. Nn484 columbus patella 3-pegs p4 36x10mm 52091050. Nx140 vega ps gliding surface t4/4+ 10mm 52032726. Nn264z as tibial obturator d14mm 51958453. Investigation. No product at hand. Therefore an investigation at the device is not possible. Pictorial documentation. There are no pictures available. Batch history review. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 2 similar complaints against the same lot number 52091050 (all registered as involved component). Explanation and rationale. In the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action. For this topic (loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a vega knee. It was reported that as a result of having the products implanted, the patient has experienced knee pain and instability. The patient claimed to have been able to hear "rattling" sounds postoperatively; results of x-rays showed loosening of the implant. The primary procedure occurred on (B)(6) 2015, and the revision was performed on (B)(6) 2018. Intraoperative findings were loosening of the tibial keel and femoral component. Surgical cement continued to adhere to the bone but had not adhered to the implant. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nn484 (columbus pri/rev pe patella 3-pegs p4). Nx058z (ps tibia cemented t4+). Nx140 (ps pe insert t4/t4+, 10mm). Nn264z (tibial obturator d14mm, l7mm). Nx034z (ps femur cemented f6 rt). The cement used was not specified. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00583. 2916714-2020-00584. 2916714-2020-00585. 2916714-2020-00587.